Event description:
It was reported that the patient was "getting hardly any relief in pain since their new pump was implanted." It was also reported there was a volume discrepancy during a refill session last month but it was not known if it was less or more than was expected. The patient's physician ordered an indium study. It was later reported that a dye study was also performed. Neither the indium or dye study showed drug leaving from the catheter tip. A catheter replacement was planned for (B)(6) 2012. The device system was used to deliver bupivacaine and dilaudid. A follow-up report will be sent if additional information becomes available.

Event description:
In (B)(6), additional information indicated that the patient had a return of symptoms. It was noted that the patient was getting no pain relief. The patient's healthcare provider (hcp) thought that the pump or catheter was malfunctioning, and the patient was going to have a dye study performed between (B)(6) 2012. It was later reported that the hcp replaced the patient's first catheter in (B)(6) 2012 for what he "felt was occlusion." Hospitalization was required between (B)(6) 12 for right popliteal thrombectomy. No patient injury was reported and the patient recovered without sequelae. In (B)(6), it was reported that the results of a pump study performed on (B)(6) 2012 indicated a "disconnected or occluded baclofen pump tubing or malfunctioning pump." The study also indicated that the immediate post injection images demonstrated activity in the baclofen pump over the right abdomen. The patient noted that their pain was not relieved by increasing the pump rate, and it was reported that he had experienced pain across his lower back and right leg; that "pain was at a 10." A volume discrepancy was noted on (B)(6) 2012 (arv 8 ml; erv 16.3 ml) and indicated that "the pump was pumping." The patient's pump had been increased several times over the preceding three months, but none were noted to have given relief. Seventy-two hours after the injection of radioactive isotope, no radioactive tracer was found within the intrathecal space or in the catheter. At that time, the hcp believed the "pump was disconnected or an occlusion had occurred very close to the pump." The patient was programmed to a minimum infusion rate at his ref ill on (B)(6) 2012. In (B)(6), it was reported that the patient had never had therapeutic effect, and that his pump "had not been working" since (B)(6) 2012. The patient stated that it was "tested to not be working." It was reported that drug was leaving the pump but not getting into the catheter, and the patient stated that he was having surgery the following day. The patient stated that his pain level was up so high he was depressed, and he had been taking dilaudid and norco tablets for pain. The medications used within the system were dilaudid and bupivacaine. No additional information was available at the time of this submission.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012. Product type: catheter: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4) has been removed from the pump and catheters. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2016-nov-20 stated pump had been inoperable for several years and was shut off and was still implanted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient opted to turn pump off rather than revise. The patient didn¿t feel they got enough relief to revise. Per the healthcare provider they ¿studied¿ pump to determined problem and found outflow obstruction. The actions/intervention were the patient opted to leave it alone. The healthcare provider could not say what the cause was of the inoperable pump. The patient was content with pump being inoperable.

Manufacturer narrative:
Product ID 8709sc, lot# serial# (B)(4), implanted: (B)(6) 2012, explanted: product type catheter. (B)(4).